Event description:
Vns replacement referral was reported due to high impedance observed by the physician. This high impedance was also observed in cyberonics retrospective review of programming history data, to be reported via retrospective summary reporting (approval number ¿ (B)(4)). During investigation of the high impedance event, clinic notes were received that indicate the patient experienced an increase in seizures and high impedance was observed again. The clinic notes, dated (B)(6) 2013, state that the patient has been tolerating the vns much better now, but the device showed high impedance. A chest x-ray was ordered, but the patient did not have it. The patient's father believes the seizures are about the same or better now. Since the last visit, the patient fell on the stairs (not seizure related) and had 11 stitches to his forehead in september. The patient's grandfather denies any falls or injuries with the jerks from the patient's first seizure type. After the jerks, the patient stares off and is unresponsive. Afterwards he immediately returns to baseline. Duration: 10 seconds for the jerking and 20-30 seconds for staring. Frequency: has been increasing. The clinic notes state that current, the patient has 10-15 daily, with usually at least an hour between each seizure. A radiology report for x-rays dated (B)(6) 2013 state "interval exchange of the pulse generator pack over the upper left lateral chest wall is noted. Intact leads are seen extending cephalad from the pulse generator pack to the terminal electrodes projected over the apex of the left hemithorax." No other information has been provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.